Event description:
In addition to the event described below, two additional sheaths were returned and investigated with confirmed leaks, however, no further information was obtained regarding the returned devices. During the procedure, an air leak was noted from the valve of the sheath during aspiration, after introduction of the farawave catheter. Prior to introducing the farawave catheter, an hd grid catheter was used to map and no air ingress was noted. To resolve, the sheath was exchanged and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
An event of a leak was reported. Functional testing confirmed a leak in the hemostasis valve of the sheath. The cap was removed from the hemostasis hub of the sheath and the seal of the sheath was noted to be out of position within the hub. The hemostasis seal was microscopically inspected, and no tear or puncture was noted in either seal. The out of position seal is consistent with the reported leak. Review of the batch record was not possible as the lot number is unknown. The cause of the out of position seal remains unknown. The product's lot number could not be obtained; therefore the primary UDI number is provided (d4), but full UDI information is not available.